Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The device was discarded by the user facility. Data file analysis did not show any system notices or issues. The complaint is unable to be confirmed due to the product not being returned. (B)(4).

Event description:
It was reported that during a cryo ablation procedure while inserting the balloon catheter into the sheath there was air in the side port of the sheath. An attempt to remove the air was made; however, it could not be completely removed. All products were extracted from the patient and a new sheath was advanced to carry out the procedure without further issue. The physician commented that the hemostatic valve of the sheath was more loose than usual. No patient complications have been reported as a result of this event.